Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had a low vacuum error. There was no patient involvement, and no adverse event reporte.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The drive manifold was replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had a low vacuum error. There was no patient involvement, and no adverse event reported.